Event description:
It was reported that the patient experienced an unexpected result following a puresee intraocular lens (iol) implantation. The surgery involved a patient who was previously short-sighted. The dominant eye achieved excellent distance vision, but the non-dominant eye resulted in farsightedness (+0.75), causing dissatisfaction for near and intermediate vision. The patient was reportedly frustrated with the outcome. The surgery was performed using the catalys system, and the puresee lens was chosen due to the patient¿s imperfect cornea. The account also indicated that the biometer used is the same as for other lenses and confirmed that the lens is a non toric iol. The original iol was explant to implant another puresee iol with a more myopic target (-0.75). No further information was provided.

Manufacturer narrative:
Section a2 - age: slightly over 40 years old section a3, a4, and a5: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: february 23, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the lens was coated in viscoelastic residue with a detached haptic. The lens was cleaned and inspected, and no further issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿haptic detached¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.